Manufacturer narrative:
(B)(4) batch #unk as a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic hepatectomy, the jaws did not open after the last clip was deployed. Since the device could not be released, another device was used to clip the target vessel, on both central and distal sides of the closed jaws, and the site was cut off with the complaint device. There were no adverse consequences to the patient.